Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus), malposition of essure device location of device: uterus,"), pelvic pain ("severe pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal, heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included dicycloverine hydrochloride (bentyl), linaclotide (linzess) and lorazepam (ativan) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth fracture ("dental problems: tooth breakage"), fatigue ("fatigue"), migraine ("migraines"), abdominal distension ("severe bloating"), endometriosis ("endometriosis"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed"), mood swings ("hormonal changes describe: mood swings"), eczema ("rashes or skin conditions type: eczema"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurred"), adnexa uteri pain ("right ovarian pain"), pruritus ("dry itchy skin"), dry skin ("dry skin") and insomnia ("insomnia"). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy unilateral oophorectomy and ablation on (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, menorrhagia, anxiety, depression, mood swings, vaginal haemorrhage, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred and adnexa uteri pain outcome was unknown, the pelvic pain, fatigue, eczema, pruritus, dry skin and insomnia was resolving and the genital haemorrhage, alopecia, tooth fracture, migraine, abdominal distension, endometriosis and cyst had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anxiety, cyst, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, tooth fracture, uterine perforation, vaginal haemorrhage and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: unilateral occlusion (right tube occluded. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral ovaries and tubes. Cervix with mild chronic cervicitis and squamous metaplasia, right ovary with a predominant hemorrhagic corpus luteal cyst, benign. Endometrium in the secretory phase. Left fallopian tube with benign and a paratubal cyst. Myometrium and right fallopian tube with no significant histopathologic abnormalities.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " mood swings,abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: uterus, eczema, headaches,device breakage, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: blurred,perforation (uterus), right ovary pain, dry itchy skin, insomnia" were added. Outcome of event " pelvic pain, dry itchy skin, eczema, extreme fatigue, insomnia" were updated as recovering. Concomitant medication , lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth fracture ("tooth breakage"), fatigue ("fatigue"), migraine ("migraines"), abdominal distension ("severe bloating"), endometriosis ("endometriosis"), cyst ("cysts"), anxiety ("anxious") and depression ("depressed"). Surgical procedure with removal of the essure has been scheduled for a date in the near future. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, tooth fracture, fatigue, migraine, abdominal distension, endometriosis and cyst had not resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, cyst, depression, endometriosis, fatigue, genital haemorrhage, migraine, pelvic pain and tooth fracture to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus), malposition of essure device location of device: uterus,'), fallopian tube perforation ('perforation (fallopian tube(s)), failure to occlude fallopian tubes'), pelvic pain ('severe pain') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram: ??-??-2009-unilateral occlusion (right tube occluded). Concomitant products included dicycloverine hydrochloride (bentyl), linaclotide (linzess), lorazepam (ativan) since january 2017, oxycodone hydrochloride;paracetamol (percocet) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), eczema ("rashes or skin conditions type: eczema"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding"), tooth fracture ("dental problems: tooth breakage"), abdominal distension ("severe bloating"), endometriosis ("endometriosis"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred"), adnexa uteri pain ("right ovarian pain"), pruritus ("dry itchy skin"), dry skin ("dry skin") and insomnia ("insomnia"). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy unilateral oophorectomy, ablation on (B)(6) 2012 and total laparoscopic hysterectomy,right salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, anxiety, depression, mood swings, vaginal haemorrhage, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred and adnexa uteri pain outcome was unknown, the pelvic pain, fatigue, eczema, pruritus, dry skin and insomnia was resolving and the genital haemorrhage, alopecia, tooth fracture, migraine, abdominal distension, endometriosis and cyst had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anxiety, cyst, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, eczema, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, tooth fracture, uterine perforation, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2009 now it is reported (B)(6) 2012 & (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in january 2013: the left side did not close I will have to use other forms of birth control.. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral ovaries and tubes. Cervix with mild chronic cervicitis and squamous metaplasia, right ovary with a predominant hemorrhagic corpus luteal cyst, benign. Endometrium in the secretory phase. Left fallopian tube with benign and a paratubal cyst. Myometrium and right fallopian tube with no significant histopathologic abnormalities.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Date of insertion was updated. New events fallopian tube perforation was added. Event onset date was updated. Concomitant drug, lab data, reporter was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus), malposition of essure device location of device: uterus,'), fallopian tube perforation ('perforation (fallopian tube(s)), failure to occlude fallopian tubes'), pelvic pain ('severe pain') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram: (B)(6) 2009 unilateral occlusion (right tube occluded). Concomitant products included dicycloverine hydrochloride (bentyl), linaclotide (linzess), lorazepam (ativan) since (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), eczema ("rashes or skin conditions type: eczema"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding"), tooth fracture ("dental problems: tooth breakage"), abdominal distension ("severe bloating"), endometriosis ("endometriosis"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred"), adnexa uteri pain ("right ovarian pain"), pruritus ("dry itchy skin"), dry skin ("dry skin") and insomnia ("insomnia"). The patient was treated with surgery (B)(6) 2017 hysterectomy with bilateral salpingectomy unilateral oophorectomy, ablation on (B)(6) 2012 and total laparoscopic hysterectomy,right salpingo-oophorectomy). Essure was removed on (B)(6) . At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, anxiety, depression, mood swings, vaginal haemorrhage, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred and adnexa uteri pain outcome was unknown, the pelvic pain, fatigue, eczema, pruritus, dry skin and insomnia was resolving and the genital haemorrhage, alopecia, tooth fracture, migraine, abdominal distension, endometriosis and cyst had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anxiety, cyst, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, eczema, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, tooth fracture, uterine perforation, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2009 now it is reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: the left side did not close I will have to use other forms of birth control.. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral ovaries and tubes. Cervix with mild chronic cervicitis and squamous metaplasia, right ovary with a predominant hemorrhagic corpus luteal cyst, benign. Endometrium in the secretory phase. Left fallopian tube with benign and a paratubal cyst. Myometrium and right fallopian tube with no significant histopathologic abnormalities.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: company causality comment updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('perforation (uterus), malposition of essure device location of device: uterus,'), fallopian tube perforation ('perforation (fallopian tube(s)), failure to occlude fallopian tubes'), pelvic pain ('severe pain') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram: (B)(6)2009-unilateral occlusion (right tube occluded). Concomitant products included dicycloverine hydrochloride (bentyl), linaclotide (linzess), lisdexamfetamine mesilate (vyvanse), lorazepam (ativan) since (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet) and zolpidem tartrate (ambien). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraines"), mood swings ("hormonal changes describe: mood swings"), eczema ("rashes or skin conditions type: eczema"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding"), tooth fracture ("dental problems: tooth breakage"), abdominal distension ("severe bloating"), endometriosis ("endometriosis"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred"), adnexa uteri pain ("right ovarian pain"), pruritus ("dry itchy skin"), dry skin ("dry skin") and insomnia ("insomnia"). The patient was treated with surgery ((B)(6)2017 hysterectomy with bilateral salpingectomy unilateral oopherectomy, ablation on (B)(6)2012 and total laparoscopic hysterectomy,right salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, anxiety, depression, mood swings, vaginal haemorrhage, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vision blurred and adnexa uteri pain outcome was unknown, the pelvic pain, fatigue, eczema, dry skin and insomnia had resolved, the genital haemorrhage, alopecia, tooth fracture, migraine, abdominal distension, endometriosis and cyst had not resolved and the pruritus was resolving. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, anxiety, cyst, depression, device breakage, dry skin, dysmenorrhoea, dyspareunia, eczema, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, tooth fracture, uterine perforation, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2009 now it is reported (B)(6)2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6)2013: the left side did not close I will have to use other forms of birth control.. Pathology test - on (B)(6)2017: uterus, cervix, bilateral ovaries and tubes. Cervix with mild chronic cervicitis and squamous metaplasia, right ovary with a predominant hemorrhagic corpus luteal cyst, benign. Endometrium in the secretory phase. Left fallopian tube with benign and a paratubal cyst. Myometrium and right fallopian tube with no significant histopathologic abnormalities.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: plaintiff fact sheet was received. Events onset date, concomitant drug were added. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), tooth fracture ("tooth breakage"), fatigue ("fatigue"), migraine ("migraines"), abdominal distension ("severe bloating"), endometriosis ("endometriosis"), cyst ("cysts"), anxiety ("anxious") and depression ("depressed"). Surgical procedure with removal of the essure has been scheduled for a date in the near future. Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, tooth fracture, fatigue, migraine, abdominal distension, endometriosis and cyst had not resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, cyst, depression, endometriosis, fatigue, genital haemorrhage, migraine, pelvic pain and tooth fracture to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.